Event description:
It was reported that the patient was seen in clinic due to diaphragmatic stimulation. The atrial lead exhibited loss of sensing and loss of capture. A chest x-ray revealed the lead dislodged into the ventricle. The lead was explanted and replaced on (B)(6) 2014. The patient tolerated the procedure well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.